Event description:
It was reported that the insulin pump just stopped working. The customer declined to provide the blood glucose reading and requested a replacement device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.